Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. Lens was removed due to wrong lens was implanted. Lens was removed with no pt injury. There was no product allegation. Reporter stated it was an error on their part.

Manufacturer narrative:
(B)(4), no product allegation - (B)(4), wrong lens implanted: eval results - (other): visual inspection of the returned product found a piece of optic and haptic torn. Pieces of optic and haptic torn off and missing. (B)(4)